Event description:
As reported by the user facility: "arrived at bedside for report and upon dual signing fluids and tracing IV tubing, noticed that large bore IV tubing running clear kvo fluids was dripping. Traced drip back to its origin. Tubing noted to have a crack on both sides. Site of crack was just distal to IV pump and IV tubing insertion but far from patient and crib. Air also noted in line at this time. Tubing removed and new tubing with new bag of fluid hung."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was submitted for evaluation. The sample was visually evaluated, when compared to the drawing the sample did not match the reported material (490100). The material received is 490103, space pump IV set w/2 caresite, ckvlv. The sample was then leak tested and leakage was detected in the tubing between the proximal side of the space pump segment and the roller clamp. Further evaluation showed a cut in tubing. This cut was the source of the air bubbles observed in the IV set. An exact root cause could not be determined at this time. It should be noted that a review of our manufacturing and hand assembly processes identified no sharp objects or steps that could produce damage of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.